Manufacturer narrative:
Manufacturer's report date: 07/08/2015. Internal file number: (B)(4). The customer's report of an overinfusion was not confirmed. The pcu event log shows that the infusion of drug ID 144 ran at 50ml/hr for just over 14 hours with 628.93ml recorded as being delivered during this timeframe. The log also shows that there were multiple ail alarms that occurred during the infusion. The log review cannot determine whether or not an overinfusion occurred and cannot determine the starting volume of the fluid container. No device were returned for investigation. The root cause of the customer's report of an overinfusion was not identified.

Event description:
The customer reported that a 1000ml bag containing three medications was programmed to infuse at 50ml/hr over 20 hours but was found empty after 13 hours. The pump module indicated a volume remaining to be infused was 371 ml. The names of the three medications were not provided. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.